Manufacturer narrative:
Unit received with operating currents within spec. Unit was monitored and no blank display anomalies were noted. No damage found on the c13/lcd isolation tape noted. Unit received with missing segments due to cracked zebra connector at lcd board.

Event description:
The customer's sister reported via phone call that the insulin pump's display was blank. Blood glucose level at the time of the incident was not provided. The caller was advised that the insulin pump would be replaced and agreed to return the device for analysis.